Event description:
It was reported to philips that the azurion device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and reinstalled the system software. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The system logfiles were checked. Troubleshooting indicated that there was a malfunction with the system's application software which was resulting in the suite pc's start-up software to stop at the login screen. The philips field service engineer (fse) reinstalled the application software and restored the system back-up. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.